Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen. Date of issue and sensor insertion is an approximation. On (B)(6) 2019, the patient went to the endocrinologist¿s office to because she was seeing inaccurate values on the cgm. She stated the cgm was showing 130 mg/dl and at that time she felt high, took her bg and it was 280 mg/dl. There was no report of medical assistance being needed. At the time of contact, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.